Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detail description of issue: the hemodialysis machine alarmed for pressure issues. When the cht went over to the patient both the venous and arterial line had come off the patient's hemodialysis catheter. The patient was not able to get their blood rinsed back since the lines were contaminated. The cht who initiated treatment did not notice any issues connecting the lines to the catheter and there hadn't been machine alarms up until this point.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) contaminated sample was provided for evaluation. The returned sample was unable to be decontaminated. Visual inspection was performed, and no defects were identified at the patient connectors. However, the spike at the arterial set was missing. Residue of solvent determined that the spike was not missing before use. Therefore, the reported defect could not be confirmed to be a manufacturing issue. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.